Manufacturer narrative:
B4: (B)(6) 2021. The engineer replaced the power management board to resolved the issue. The machine was returned to service.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.

Event description:
It was reported to philips that the device had a black screen. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance.